Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Review of event description: it was reported that the patient received an implant on (B)(6) 2019 and revised on (B)(6) 2021 due to implant fracture. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Radiology report review of the radiology reports was completed by a health care professional. This review identified a fracture of the second most proximal screw noted on (B)(6) 2020. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient received an implant on (B)(6) 2019 and revised on (B)(6) 2021 due to implant fracture. Based on the investigation the reported event can be confirmed for one screw. However, as it is unknown which of the two screws fractured, the event cannot be confirmed for both devices. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Medical products: anatomical shoulder, reverse, screw system, 4.5-36; catalog#: 01.04223.036; lot#: 2975326. Base plate 25 mm post length +2 mm lateral offset uncemented; catalog#: 00-4349-025-02; lot#: 64290315. Humeral stem 8 mm stem diameter 130 mm stem length; catalog#: 00-4349-008-13; lot#: 63202642. Glenosphere 36 mm diameter; catalog#: 00-4349-036-11; lot#: 64107257. Poly liner plus 0 mm offset 36 mm diameter; catalog#: 00-4349-036-00; lot#: 63761005. Palacos cement; catalog#: 66017747; lot#: 90624788. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to loosening of the trabecular metal baseplate supporting the glenosphere and implant fracture.